Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received stuck button alarm. Customer was sleeping during alarm. The customer reported that the insulin pump had a message of stuck key, when clearing it and coming back up the buttons were being pressed without any input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent select and down arrow button response due to corroded keypad traces. The insulin pump passed the self test and the displacement test. No stuck button alarm noted during testing. The insulin pump was received with missing display window corner, scratched case and pillowing keypad overlay.